Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that there was sediment inside the flushing nozzle of the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed insufficient water removal from the nozzle; however, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.